Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device is reportedly unavailable for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The needle of the suture broke off in the ligament on deployment and is still lodged there. The patient's condition was reported as unknown.